Event description:
It was reported by service report that the scale was inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Replacement parts on order.